Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose of 600 mg/dl and treated with manual injection. The customer refused troubleshooting for high blood glucose level. The customer initially called due to insulin flow block which was resolved with a complete set change. The insulin pump will not be returned for analysis.